Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostrils. Repeat testing was performed on the ID now covid-19 with a new sample generated negative results. Pcr confirmation testing was performed on nasal swabs with generated negative results. The customer stated the patient was symptomatic. The customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Please updates to section: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1021982 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1021982 test base part number 191-000 / lot 1021982. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 1021982 showed that the complaint rate is (B)(4). Also, a review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 1021982 showed that the complaint rate is (B)(4) in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.